Event description:
Instrument handpiece would not operate instrument jaw; a second pk dissecting forcep was introduced to the surgical field and performed without incident.====================== manufacturer response for dissecting forcep: plasma kinetic, pks lyons dissecting forcep with attached cord======================awaiting vendor response